Manufacturer narrative:
Continuation of d10: product ID: 97755 lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4), b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the last 2 weeks, they could not charge their implant, and the recharger cord was overheating. The patient also stated that more so last week, the rm03 message would keep popping off and on and they tried resetting the controller but didn't last long and would keep bouncing them back to 0 for the recharger. The patient mentioned they texted the manufacturer representative (rep) this morning and they were told that the issue could be the controller and the recharger. Agent reviewed with patient the meaning of rm03 message. Agent sent a repair request to replace the recharger.

Manufacturer narrative:
Analysis of the [recharger], model [97755], s/n (B)(6), revealed. Analysis found: poor recharge quality message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.